Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, a hypotube fracture occurred. The 80% stenotic 4.5x8mm lesion was located in the non-calcified and non-tortuous proximal unprotected left main artery. During preparation of the 4.5x20mm taxus express2 drug eluting stent delivery system, a hypotube fracture was observed. The physician successfully performed the procedure with another 4.5x20mm taxus express2 drug eluting stent delivery system. There were no patient complications. Patient's status is reported as "stable".